Event description:
A technician reported a pt experienced an unexpected outcome following an intraocular lens (iol) implant procedure. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info. A completed questionnaire was not rec'd. (B)(4). Not labeled.